Manufacturer narrative:
The recipient's post-op review indicated a possibility of a low level chronic infection with the implant in place. The recipient did not receive other medical intervention or hospitalization. The recipient's symptoms resolved. The recipient has recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly a poor performer. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient presented with tenderness, soreness, and swelling at the skin flap. Due to the recipient being a non-user of the device due to lack of benefit, explant surgery was elected. The recipient's device was explanted. The recipient will not be reimplanted.